Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l49842, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported in (B)(6) 2013 the patient needed a pump reposition. The pump was being used to deliver fentanyl and bupivacaine. Additional information has been requested but was not available as of the date of this request.